Event description:
Customer stated, "over the weekend it overheated', cusing smoke and caused the fire department to come in. One corner of the pcb around p1/j1 overheated and it is just about non-existant."